Event description:
Consumer is an elderly woman who claims to have used wellpatch warming pain relief patch on her lower back/hip area. Upon removal, some skin had been removed and the area was red. She was hospitalized for pneumonia and was concomitantly treated for the burn with mupirocin 2 percent intent for infection.